Event description:
Info received indicates while performing a safety check the technician found the bed had no ground due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.